Manufacturer narrative:
The reported event of inoperable ipg was confirmed. As received, the battery voltage was below the eri voltage threshold. The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol). Device analysis has concluded that the ipg became inoperable due to normal battery depletion and is no longer considered reportable.

Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of stimulation around (B)(6) 2019. As a result, surgical intervention was taken to replace the ipg.